Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It is reported that the implant was removed due to infection. Tooth site # 7. Pain, abscess, edema and inflammation are reported as consequences. The site was grafted with allograft together with original implant placement.